Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 6 pm). According to the csr's documentation, on an unspecified date/time, the patient reportedly obtained blood glucose readings of "52 mg/dl" with the subject meter and "99 mg/dl" with the laboratory device, performed between 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient reportedly manages her diabetes with insulin (self adjuster) and according to the csr's documentation, four hours after the alleged meter issue began, the patient reportedly administered an increase dose of novolog insulin (from 4 units to 14 units). It is not clear if the patient tested her blood glucose with the subject meter just prior to administering the insulin. Per csr's documentation, the patient reportedly developed a symptom of sweating 12 hours later. It is not known if the patient's blood glucose was tested with the subject meter prior to the onset and/or during her symptom and it is not clear if the patient correlated her symptom with high or low blood glucose. During a doctor's office visit, on (B)(6) 2012 (at 10 am), the patient reportedly obtained a blood glucose reading of "79 mg/dl" with the doctor's meter and her physician also reportedly requested for a complete laboratory blood work. It is not clear if the patient received any form of medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012, and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.